Manufacturer narrative:
The customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
It was reported that the device received error code 243.4070. There was no patient involvement.

Event description:
It was reported, that the device received error code 243.4070. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported, problem of error code 243.4070 was confirmed. Tech support performed, troubleshooting over the phone. Recommended to replace air-in-line sensor. A serial number was not provided. Therefore, a review of the device history record cannot be performed. H3 other text: troubleshooting over the phone.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received error code 243.4070. There was no patient involvement.